Event description:
The physician assistant reported that the device off time was different than what was previously programmed. The change was noted on (B)(6) 2014. Further follow-up revealed that a faulted diagnostics test occurred which changed the device off time from 1.1 min to 60 min. The setting was corrected on (B)(6) 2014. No patient adverse events were reported.

Manufacturer narrative:
Serial #, lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Additional programming data was received.

Event description:
Product information was obtained.

Manufacturer narrative:
Analysis of programming history.